Event description:
The customer, a type ii diabetic who administers insulin, reported inaccurately high blood readings with test strips, lot unk. He opened the bottle of test strips approx 2 weeks ago and immediately began using them. His readings seemed higher than usual, but because his blood glucose level sometimes fluctuates, he did not question them. He administered his insulin based upon these readings using a sliding scale. He did not feel well for approx four days with symptoms of dizziness, blurred vision, and shakiness. When the test strips were almost gone, he purchased another box of test strips. After using the second box of test strips for approx two days, he felt much better and his blood glucose readings were lower and more stable than when he was using the first test strips. At this point, he performed a normal control solution test on a first test strip. The result was 200 mg/dl, which the customer stated was not in the control range. Because the customer cannot locate the first test strips, the lot number and normal control solution range are unk. Also for this reason, no tests were performed with the co bottles of the first test strips. He could not locate the check strip to test the meter for accuracy.